Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cadd pump had been beeping when the registered nurse attempted to set it up for the patient, and despite checking the cassette, tubing, and pump, they were unable to troubleshoot the cadd pump for one patient. So, a new dose was re-dispensed. The event occurred while use with patient at clinic and the operator of the device was health professional. There was a patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.